Event description:
This is filed to report the tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The posterior leaflet short (8-9mm), thin and frail. The first clip (ntw) was implanted in a1/p1 without issues, to further reduce mr, a second clip (nt) was advanced. A successful grasp was performed on the first try and mr reduced to 1+. One to two minutes into evaluating the mr in all views prior to deployment, mr increased and there was an increase in the v-wave. The posterior leaflet was no longer in the nt clip. The clip was re-opened and lowered into the left ventricle, and more mr was observed, injury to the posterior leaflet was observed. The ntw clip remained stable. The nt clip was repositioned and on the second successful grasp, mr was reduced to 2-3. Hemodynamic improvements were noted (v-wave and pulmonary vein improvements) therefore a third clip for further mr reduction was determined not necessary, as both ntw and nt clips appeared stable with a gradient of 4mmhg. Per the physician, the leaflet injury is related to the leaflet tissue quality, not related to the operator or device error. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue damage appears to be due to challenging patient anatomy. Furthermore, the reported patient effect of tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.